Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 461 mg/dl. Customer¿s current blood glucose is 461 mg/dl. The customer treated with the manual injections. The customer also experiences high blood glucose such as 369 mg/dl, 471 mg/dl, 413 mg/dl, 558 mg/dl, 420m mg/dl, 477 mg/dl, 464 mg/deal at the end of call troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.